Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to using a bd nexiva¿ closed IV catheter system, the hub was crushed. The following information was provided by the initial reporter: hub on nexiva dp was crushed.

Event description:
It was reported that prior to using a bd nexiva¿ closed IV catheter system, the hub was crushed. The following information was provided by the initial reporter: hub on nexiva dp was crushed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 03-may-2022. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used nexiva unit. Upon inspection of the received unit, it was identified that one of the dual port adapters has been severely damaged. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during a station crash or part jam. This will most likely result in machine stopping and the equipment faulting out. Once a fault occurs the operator will home the station and remove any affected parts from the assembly line. The operator likely did not properly remove the product when restarting the station resulting in it being packaged. The preventative maintenance records could not be reviewed as there is no lot number provided by the customer. H3 other text : see h.10.